Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, the surgeon had difficulty in grasping the trigger. Another device was used to complete the procedure. There were no adverse consequences for the patient.